Event description:
Reports 3-way standard bore stopcock which leaked was detected during patient use. During a surgical procedure the anesthesiologist was running propofol and remifentanyl when they noted the patient started getting "light"(decreasing the depth of unconsciousness). When the anesthesiologist checked the patient, they noted a puddle on the operating room table. The stopcock was changed. The second stopcock leaked as well and a third stopcock was used on the patient. The anesthesiologist reports no patient injury or negative outcome resulted. An attempt was made to obtain the patient information and they would not provide the patient information since there was no patient injury.